Event description:
It was reported that during the implant attempt, there was tissue in the helix after multiple attempts were made to place the lead. The physician requested a new lead to implant due to the multiple attempts that were made. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed. Analysis revealed that there was tissue on the helix. The distal conductor was distorted. There was blood in/on the helix/lobe mechanism. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.